Manufacturer narrative:
No patient information as no patient was present. The device has not been returned to the manufacturer. The replacement part resolved the issue.

Event description:
A medtronic representative reported that the axiem emitter was fine, then later in the day, it would not track anything during a training on a stealthstation s7 system. There was no patient present.